Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The consumer stated that the commode seat cracked and he ordered another seat but noticed this seat is cracking in the same spot as well.